Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints that the cardiac resynchronization therapy defibrillator (crt-d) was emitting tones over the last few days. Upon interrogation it was found that tones for out of range impedances were programmed on and the right ventricular (rv) shock impedance measurement was high and out of range at 132 ohms. It was noted that the shock impedance had gone back down. The beep for out of range impedance measurements was programmed off and they will continue to monitor the patient. The rv lead and crt-d remain in service. No adverse patient effects were reported.